Event description:
The complainant reported that a patient was implanted with an impella cp and experienced ventricular fibrillation which required defibrillation. Two days later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.